Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿vtbd (volume to be delivered) not working; feeding too fast.¿ the unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the vtbd (volume to be delivered) is not working. After follow up request for more information on (B)(6) 2018 the customer states the unit has an accuracy issue and is feeding too fast; the enteral feeding pump was set to delivery 28ml per hour for 8 hours. They put 224ml in the feeding bag and the feed was complete in 6.23 hours. Formula used was similac alimentum+mct oil+solcarb plus 2 crushed viokase tablets with a 500ml kangaroo joey bag with unknown lot via mini one g-button. Same issue occurred with multiple bags. Bags were not used more than 24 hours. The patient experienced vomiting. There was no other patient injury or medical intervention required.